Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced low blood glucose (bg) of 46 mg/dl with cognitive impairment, shaking, sweating, and heart palpitations associate with recurring loss of prime warnings. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and was able to self-treat for the alleged bg excursion with oral carbohydrates. The patient reportedly discontinued insulin pump therapy. The patient reportedly primed while attached in response to multiple repetitive loss of prime warnings. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error in response to a recurring loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the pump's black box showed that the last basal delivery was on 04/03/2015 at 00:30. The basal delivery was followed by multiple loss of primes warnings associated with zero force and the insulin deliveries did not resume. A force sensor calibration check showed that the pump was detecting the correct force. The pump was able to perform the prime steps without any issue. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.